Manufacturer narrative:
Received 1 used silicone catheter only. The reported event was confirmed as a manufacturing related issue. Per visual inspection a cut to 0.50¿ from the bifurcation on the drainage lumen was found. Per functional evaluation was injected water by drainage lumen and leakage was noted by the cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that shortly after placement of the catheter; water leakage was confirmed to be coming from the funnel area of the catheter. The catheter was replaced. It was later reported that after evaluation of the device, it was noted that the drainage lumen was torn.